Event description:
The customer reported that summit sample handler delivered low reagent to the last row in the plate and no error message was generated. A service technician was dispatched to investigate the problem. No death or serious injury was associated with this event.